Event description:
It was reported that the pump battery depleted too quickly after the pump got wet. Ultimately, this led to a pump shutdown. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.